Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump was exposed to moisture due to humidity. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window and a missing end cap sticker was noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. Moisture damage was noted on the mother board and display board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.